Event description:
The facility representative reported a colleague infusion pump that experienced a false upstream occlusion alarm on channel c during set-up. The facility representative stated that there were no reports of patient injury or medical intervention. The software version of this device is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a false upstream occlusion alarm on channel c. The root cause could not be determined. No action was necessary to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.